Manufacturer narrative:
Philips service performed a cold restart and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system startup stopped at system starting 0:00 and required a reboot on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.